Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at the care fusion screen. A technical support specialist (tss) dialed into the system, station appeared as normal and a login test was performed. Tss observed a critical override on the system and contacted the user to verify the status of the station. Customer confirmed that everything was functioning properly. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station stuck at carefusion screen. The customer rebooted the system, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.